Manufacturer narrative:
The device was not available for return to edwards for evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In addition, high gradient can be a result of possible valve related and/or non-valve related issues. In this case, the device was not returned to edwards for analysis. The root cause for the insufficiency and abnormal gradient cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm pericardial aortic valve, implanted eight (8) months and ten (10) days, was explanted. The explanted device was replaced with a 23mm pericardial aortic valve. Per obtained medical records, an echo revealed that the patient had abnormal gradients and mild to moderate aortic insufficiency. The estimated ejection fraction was 60-65%. The patient underwent re-do aortic valve replacement. On post-operative day five (5) the patient underwent continuous renal replacement therapy (crrt) and hemodialysis.

Manufacturer narrative:
Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The root cause for the event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider. The 23mm pericardial aortic valve was explanted due to late endocarditis with vegetation and abscess. Per obtained medical records, the patient underwent an echocardiogram which revealed a large vegetation on his prosthetic aortic valve. Blood cultures grew enterococcus. The patient tolerated the procedure well and was transferred back to the ICU intubated and in stable condition for ongoing hemodynamic monitoring, neurologic assessment, and extended IV antibiotics for his prosthetic valve endocarditis.